Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. The customer treated for the low blood glucose by eating dark chocolate and blueberries. Customer¿s blood glucose level was 74 mg/dl at the time of the call. Customer states she needs to lower her basal rates. Advised her to always make sure she to contact her healthcare provider when she makes any changes to her rates on her pump. The product was not returned for analysis.